Manufacturer narrative:
(B)(4).

Event description:
A MFR's sales rep reported battery failed to charge after it was installed into a v60 ventilator which was plugged into an ac outlet for two days to charge the battery. The ventilator inoperative alarm continued to occur. The battery was then installed into another v60 ventilator and the alarm still occurred. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.